Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's loss of communication between pump and mobile application. It was also reported that the mobile device was unable to pair with the customer's pump. The motor arm cannot communicate with the main arm( pump error 4 ).the critical block and inverse critical block did not add to zero ( pump error 15 ) software error detected ( pump error 53 ) and hardware low level failures ( pump error 63 ). Troubleshooting was performed and the issue was not resolved and found pump error. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis

Manufacturer narrative:
S/w version 5.3a. Retainer ring = black. Case type = ngp. Customer return pump for alleged pump error 63, pump error 53, pump 4 and pump error 15 found on 07-sep-2023. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 (variable 12) was present in the history download on 09/07/2023 19:07:20.000 due to hardware error. Pump error 53 (file number: 63920: line number: 12292) was found in the history files on 09/07/2023 15:58:38.000 due to hardware error (file number: 63920; line number: 12292). Pump error 4 was found in the history files on 09/07/2023 19:07:20.000. Pump error 15 (file number: 122; line number: 3244) was found in the history files on 09/07/2023 19:22:09.000 due to software error. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained and fading). Pump error 63 and pump error 53 were confirmed due to hardware error. Pump error 4 was confirmed due to pump error 63. Pump error 15 was confirmed to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.